Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a burn at the distal end and on the plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that a high-energy treatment device (such as high-frequency device) was used without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: gif-h290t operation manual: chapter 3 preparation and inspection: 3.3 inspection of the endoscope. Gif-h290t operation manual: chapter 4 operation: 4.3 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.